Event description:
It was reported that the first recharge after implant had good coupling (8 bars). Afterwards, the implantable neurostimulator (ins) could not be recharged anymore as there were 0 coupling bars. Two different rechargers were used but it was not possible to recharge the ins. Telemetry between the ins and the patient and clinician programmers were fine. X-rays were performed which showed that the ins was not flipped and was ¿obviously¿ not too deep. Further troubleshooting was going to be performed. Device interrogation that same day showed that there hadn¿t been any prior overdischarges. The approximate number of days to end-of-service (eos) was 8.98 years. The following day, recharging statistics showed that the recharge sessions were all very short and the charge level was not advancing. The ins was healed and there weren¿t any concerns about swelling or positioning of the ins. The reporter thought that the patient was still using stimulation. It was still unclear what the problem was. It ¿appeared to be an issue with the ins¿ but the root cause was not clear. Three days later, it was clarified that the time between the first recharging attempt when 8 coupling bars was obtained, and the subsequent recharging attempt was ¿only some seconds, maybe a minute¿. It was reportedly during the patient¿s training. A physician recharge mode had already been performed but it was unsuccessful in rectifying the situation. The reporter indicated that the patient had an MRI on (B)(6) 2014. The ins was reportedly not in ¿MRI mode¿ and MRI data was unknown so ¿perhaps non surescan settings were used on the MRI machine¿. The recharging problem was however already present before the MRI was performed. The patient was scheduled for a replacement the following day. Two days after the last report, it was reported that the ins was replaced on the scheduled date. The new ins was working as expected and the patient was doing fine.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly. According to the trace report, all six previous charging sessions showed very short recharge durations, with the longest session lasting 24 minutes on 3/5/2014. A non-standard test was done to address the complaint related with trouble recharging. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 4 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good restore ultra ins, indicating that this ins is working correctly with a recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.